Manufacturer narrative:
Additional information ; concomitant medical product ac02171 is connected to (B)(4), which is at (B)(4). A product correction letter was issued on 28sep2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4), and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer observed quality controls out of range (high and low) on all assays after completing quarterly maintenance on alinity c processing module. The field service engineer (fse) inspected the instrument and observed leaking 1 ml syringes. The fsr replaced the 1ml syringes to resolve the issue. No impact to patient management was reported.